Manufacturer narrative:
(B)(4). The sample was not available and the lot number is unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
The customer contacted baxter's service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. During troubleshooting, it was found that there was a small gap of air in the transfer set. The technical service representative (tsr) advised the registered nurse (rn) to end therapy and setup using all new supplies. The tsr assisted the home patient (hp) end therapy and the rn would setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.